Event description:
Steel plates and pedicle screws inserted in spine without talking and discussing this with rptr before surgery. This has presented problems. Surgeon refuses to see rptr now. Rptr is retired under conditions which should have been investigated. Rptr states she was so dumb not to do anything about it at that time.